Manufacturer narrative:
It was reported that during withdrawal of a 6 french avanti plus sheath from a patient following an electrophysiology procedure, a portion of the sheath separated in the patient requiring removal with a clamp. There was no report of patient injury. After the procedure was completed, the physician was attempting to pull the 6f cordis sheath from the patient¿s right groin and was unable to. Another physician, a cardiac fellow, was then instructed to pull according to the primary physician and only a partial piece came out. A vascular surgeon was called and was able to retrieve the remainder of the sheath with a clamp. There were no anomalies when the device was removed from the package. There were no anomalies during prep. The access site was the right femoral and the site was not highly calcified. The device was not inserted through a stopcock. The separation occurred during sheath removal post procedure. The sheath was in place for approximately an hour and a half and was not used for any infusions. The patient was slightly overweight according to the cardiac fellow. Two non-sterile units of si avanti+ 6f std w/gw no obt were received in a plastic and they were identified as unit 1 and unit 2. Unit 1: per visual analysis, the csi unit was found separated in two pieces at 10.1cm from cannula distally also, blood residues were found on the csi unit. No other issues were found. Unit 2: per visual analysis, no anomalies or damages were found, only blood residues were found on csi unit. No other issues were found. The received cannula was inspected under a microscope and elongation characteristics were found at the separated edges. Also sem analysis was performed to the cannula separated condition and to the cannula tip with the following results: sem results show that the body external surface presented evidence of elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. Unit 1 csi cannula od and ID were measured near to the separated condition and results were found within specification. Review of lot 17291202 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer ¿catheter sheath introducer (csi) ¿ separated-in patient¿ was confirmed since the csi, unit 1, was received separated in two pieces. However, the cause of the separation found on the csi cannula could not be conclusively determined during the analysis. Procedural factors, stretching or pulling, may have caused the reported separation. According to the product instructions for use, users are cautioned to investigate the cause of the resistance during retraction. Neither the product analysis nor the sem analysis results suggest that the separated condition found is manufacturing related since sem results showed that body external surface presented evidence of elongations at the surroundings of the separation. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
It was reported that during withdrawal of a 6 french avanti plus sheath from a patient following an electrophysiology procedure, a portion of the sheath separated in the patient requiring removal with a clamp. No harm to patient was noted. The device will be returned for analysis. After the procedure, the physician was attempting to pull the 6f cordis sheath from the patient's left groin and was unable. Another physician, a cardiac fellow was then instructed to pull according to the primary physician and only a partial piece came out. A vascular surgeon was called and was able to retrieve the remainder of the sheath with a clamp. There were no anomalies when removed from package. There were no anomalies during prep. The access site was the right femoral and the site was not highly calcified. The device was not inserted through a stopcock. The separation occurred during sheath removal post procedure. The sheath was in place for approx. 1 1/2 hours and was not used for any infusions. The patient was slightly overweight according to the cardiac fellow.